Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon connecting the lead to the new generator there was intermittent noise noted on the pace/sense portion of the lead. The lead was removed from the device and visually inspected. The physician reported feeling a "ridge" proximal to the yoke. However, the physician noted there was no ingress of blood in this area and concluded the lead was intact. The lead was connected to the psa (pacing system analyzer) and flexed gently and rubbed near the ridge. No noise was detected. The lead was reseated and no more noise was seen. Dfts (defibrillation thresholds) were performed and a normal shock impedance was noted. There was no oversensing with high output pacing. The lead remains in use. No patient complications have been reported as a result of this event.